Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). The manufacturer received a call from the vad coordinator, stating that the pt was experiencing a visual red heart alarm while at home. The vad coordinator had received a call from the pt's family member claiming they had seen a red heart flash briefly on the controller and then it went away. This then occurred again while the pt was replacing the vent filter. The family noticed the red heart would flash when the pt's driveline was manipulated. The message "power limit advisory" was noticed quickly to display on the personal monitor as well. There was no black dust noted on or near the vent filter, but the pt's family noted that the pump sounded different to them. The vad was in auto mode with flows of 5.0 lpm and sv 80 at a rate of 61. After the pt arrived at the hospital, the controller was changed out, and the controller still alarmed with a red heart and audible alarm one time. Also noted a power limit advisory alarm on the data screen of the systems monitor. The vad coordinator had sent down loaded waveforms to the manufacturer via e-mail to be analyzed. The analysis showed that there was some follower bearing involvement. X-rays of the percutaneous line and vent filter will be sent to the manufacturer for further analysis. The pt remains stable. The manufacturer also reviewed the use of the stroke volume limiter (svl) and ip console and spoke of the importance of keeping the patients blood pressure under control. It had been running in the 140's. Later that day the manufacturer received a call from the vad coordinator, reporting that the patients pump had stopped and restarted a couple of times with a red heart audible and visual alarm with a "rate control fault" advisory then a "low stroke volume advisory". The manufacturere suggested placing the pt immediately on pneumatic support with the ip console and svl. The manufacturer's clinical specialist talked the nurses through this by phone. In the mean time, the pump stopped completely and the pt started to lose consciousness and experience seizures. Hand pumping was initiated immediately and the pt regained consciousness. The ICU nurses attempted to place the pt on the ip but did not realize the pump stopped when venting and assumed the ip was non-functional and resumed hand pumping. The manufacturers clinical specialist called into the ICU and spoke to the nurse, and had nurse start up the ip while not connected to the pt to assure that it was working properly, and then had the nurses hook the ip up vented the pt, pt once again started to seize and loss consciousness. It was noted that the patients underlying cardiac rhythm has been ventricular fibrillation. Also, it had been not realized this fact until the evening but apparently this has been the underlying rhythm for sometime and pt is unable to tolerate the venting procedure well at all, or any pump stoppage for even a few seconds. A transplant is not an immediate option for this pt due to very elevated pra levels and pump change-out is currently being discussed. The pt is currently on coumadin therapy with an inr of 2.5. The pts pump rate is currently 72 with a bp of 136/64. Later that week the manufacturer received an e-mail from the vad coordinator, stating that the pt had received a heart transplant. Also, the device is being sent to the manufacturer for analysis.